Event description:
It was reported to philips that the device's light was not working. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. The fse observed the reported issue, however, the customer elected to not repair the device. The fse observed the reported issue, but the customer elected to not repair the device, therefore a definitive cause for the alleged failure could not be determined. The device remains at the customer site.

Event description:
It was reported to philips that the device's light was not working. There was no patient involvement.